Event description:
The customer reported a cap from one sample tube popped off while running the beckman coulter lh750 analytical station. The instrument was experiencing 'bed not advancing' errors. The customer was unsure if the event is instrument related or operator handling. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of the blood spill. The customer had a cap from a sample tube pop off while running. The customer could not identify if the event was instrument related or operator handling. The instrument was experiencing 'bed not advancing' errors after the spill. The customer cleaned the rocker bed belt and the bed and the instrument was fully operational afterwards. The customer stated that the spill was an isolated incident and that there were no issues running other samples. Root cause for the leak is unknown, however it may be attributed to a user error. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).